Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/24/2017 with the following findings: the power complaint could not be duplicated or confirmed with investigation. Review of the pump's black box revealed no related issues. A battery compartment crack was observed. The returned battery cap was able to secure to the pump. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s power flex cable and printed circuit board. The pump powered on without a power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture present this complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.